Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous results for 1 patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The erroneous results were reported outside of the laboratory. The initial hcg + b result was 2.79 ui/ml. This result was reported outside of the laboratory. On (B)(6) 2016 the doctor requested repeat testing. The repeat result was 357 ui/ml which matched the historical value for this patient. No adverse event occurred. The hcg + b reagent lot number and expiration date were not provided. It was noted that the last time customer ran quality controls was 3 days prior on (B)(6) 2016. The field service engineer noted that 13 mm tubes are being used without the recommended cup adapter.

Manufacturer narrative:
Based on the investigation, the most likely root cause of the erroneous result was the tilting of the sample tube in the rack due to the customer not using sample cup adapters. The pipettor could touch the wall of the tilted tube and detect the sample surface incorrectly.